Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one powerport isp MRI implantable port, a cath-lock, and a catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. The catheter returned measured approximately 30.4cm in length. A complete circumferential break was noted on the proximal end of the catheter returned. The edges of the complete circumferential break on the proximal end of the catheter returned were noted to be uneven. The surface was noted to be glossy with striations and residue throughout. Upon infusion, resistance was felt and what appeared to be thrombus, was observed exiting with water at the distal end of the catheter. Therefore, the investigation is inconclusive for the reported fracture, material separation and migration issue as further evidence of clinical conditions at the time of use would be necessary to confirm the event. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3. H11: d4 (unique identifier (UDI) #), h3, h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six months and twenty-one days post a port placement, the patient allegedly experienced chest pain. It was further reported that the tubing was allegedly fractured and came apart from the port at the site of the port. It was further reported that catheter segment migrated to right atrium. Reportedly, the port was removal in interventional radiology. The current status of the patient is unknown.

Event description:
It was reported that six months and twenty-one days post a port placement, the patient allegedly experienced chest pain. It was further reported that the tubing was allegedly fractured and came apart from the port at the site of the port. It was further reported that catheter segment migrated to right atrium. Reportedly, the port was removal in interventional radiology. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.